Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller states the patient (pt) is having persistent issues with connecting to the communicator and caller would like to appease pt by replacing the product. Agent submitted request via repair. Representative notes resetting the communicator with the pt in-office last week. No symptoms were reported. Patient called back stated they received the communicator and they need assistance with pairing. Patient asked where does she get her prim and base settings. Agent assisted patient with pairing the communicator, ins 30%, communicator 100% charged. Patient stated their therapy is turned off and they are not able to turn therapy on and they don't know what toggle means. Patient stated her prior therapy never went off and she didn't know ins could turn off. Agent reviewed device function and recharging the ins, and how to swipe the therapy on/off button. Agent recommend patient consult with hcp ofc or mdt rep regarding settings. Agent observed patient is very frustrated and confused how the devices function. Agent reviewed implantable neurostimulator(ins) will need to charge and call is disconnected. Patient called back and kept getting not found when trying to connect the communicator to their mystim rc. During the call patient restarted the communicator then was able to connect to their therapy screen. Agent advised patient to close all application after each use and to avoid powering the communicator off. Patient then got escalated and denied any issues with their communicator then mentioned they actually had an issue with their recharger and thought they would receive a replacement recharger and not their replacement communicator. Agent reviewed with patient that the communicator only connected to the mystim rc and the recharger connected to recharger application. To agent's understanding patient seemed very confused about their equipment. Patient charged the implant and got 100% on the implant. Patient kept paying attention to the communicator. Agent reviewed with patient that the communicator had no role in charging the implant, and that the patient could not adjust therapy while charging the implant. Patient then clarified that their issue was that they hadn't charged the implant since sunday the 5th and the implant was still at 100% and their therapy was on. Agent redirected patient to their health care profeesional(hcp) to address the issue. Patient was frustrated about how complicated the equipment was and they didn't receive manuals and any instructions or videos. Agent ordered manuals and provided the inceptiv website for video instructions. Agent closed case.